Event description:
As reported by distributor in another country, during an angiographic procedure, air bubbles were noted in the rotating adaptor of the contrast injection line. The line was disconnected then connected again, but the bubbles were still present. The line was replaced with another line and the procedure continued. There was no air injection or patient injury.

Manufacturer narrative:
The used device has been returned to the manufacturer for evaluation, but a device failure analysis has not yet been completed. Therefore, the root cause of the reported event has not been determined. Upon completion of the investigation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.